Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported by the patient that "I suffered an inconvenience following the implantation of a metal plate and screw. On (B)(6) 2023 the surgeon did an arthrodesis of my right index finger, so she removed the entire joint, cut the bone and consolidated everything with a pin and a metal plate with 4 screws. The healing still went well over 3 months until november 2023 I felt pain in my finger. Following an x-ray, the surgeon noticed that the metal plate was broken in two and was moving in my finger, so another operation had to be planned to remove the defective plate and screws. I was therefore operated on again on (B)(6) 2024, by the same plastic surgeon who removed and actually found that the plate was broken in two. So I had a 2 month convalescence for this second operation which cause me more pain than the first... My joint no longer bends, I had to stop doing my activities during this time...to this day I still have pain in my finger."